Event description:
It was reported that a peritoneal dialysis (pd) patient hasn't started treatment, yet, had a clog in the port, had surgery, contracted peritonitis, and still is in the process of training and healing. Upon additional follow-up, the pd nurse stated the patient never used the cycler or any fresenius products. The patient is new to dialysis and reportedly had one day of training on how to use the cycler. However, the patient was not able to do any treatments as the patient's pd catheter (not a fresenius product) was malpositioned in the patient's intestines and was not working. On (B)(6) 2020, the patient was admitted to the hospital and underwent pd catheter revision. Subsequently, during the hospitalization, the patient had a pd culture obtained which grew enterococcus faecalis. Per the nurse, the patient is being treated with vancomycin (unknown dose) intra-peritoneal and is recovering. The nurse directly attributed the peritonitis to the malpositioned pd catheter. The patient was discharged on an unspecified date. The patient has not started dialysis yet but is expected to return to pd training on (B)(6) 2020, according to the nurse. Based on the available information, there is no allegation, temporal relationship nor indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).